Event description:
It was reported that a user powered down the ilet after receiving a low-glucose alert during class, the nurse determined the alert to be false based on a fingerstick value of approximately 300 mg/dl, the dexcom g7 sensor was removed, and the user lacked the charger needed to power the device back on; the user administered 15 units of novolog and ketone testing was negative. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and completion of troubleshooting and education. Investigation included user and nurse interview and review of device use and event circumstances. Investigation of this case revealed an unclear cause of hyperglycemia with no alarms or malfunctions reported and with user-initiated device shutdown and sensor removal preceding the high glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.